Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed no significant anomaly. The ins was returned with the connector block detached and all the balseals damaged. A segment of the extension was still inside port 0-7. This is consistent with explant damage. The ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 37081-60, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2023, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient's extension was replaced on (B)(6) 2023.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was to be replaced and the device had two extensions. The extension in the 0-7 port could not be removed. The surgeon removed the screw entirely and it still couldn't be removed. The header of the ins was destroyed to try and get to the extension. Now the patient had no stimulation as they had to come back for another operation to replace the cut extension. Additional information received from a manufacturer representative. It was reported that the reason for the patient's ins replacement was due to normal battery depletion. They noted that it was impossible to determine if the cause of the inability to remove the extension was due to the ins or extension, but the setscrew on the ins was completely removed and it wouldn't move. The header was destroyed by bone crushers to try and get the extension removed but one of the contacts of the extension seemed stuck in the header. Surgery had not yet been scheduled to resolve the extension issue as there were long waiting lists and the healthcare provider was away for a month.

Manufacturer narrative:
Continuation of d10: product ID: 37081-60, serial# (B)(6), implanted: (B)(6) 2012, product type: extension, product ID: 37081-60, serial# (B)(6), implanted: (B)(6) 2012, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37081-60, serial/lot #: (B)(6), ubd: 23-mar-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.